Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed several times over the last 8 days during normal use. The blood glucose reading was 29 mmol/l. The customer stated that he did not know to call when receiving the alarm. He attempted to treat his blood glucose levels with the insulin pump and noted that he would monitor the device. He was able to rewind and retrieve settings. Advised replacement of the device. Nothing further reported.